Event description:
Report received from (B)(6) states: "vit cutter does not cut."

Manufacturer narrative:
Additional info has been requested yet not received. Should additional info become available a supplemental report will be submitted. Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned for evaluation.